Manufacturer narrative:
Investigation - evaluation : a review of the complaint history and device history record was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the flushing the vital port catheter with the syringe, the pressure caused the catheter to separate and remain in the patient's body. The device was explanted and the catheter was removed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects after this occurrence